Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a repair of incisional hernia with mesh (recurrent). His original mesh implant was in (B)(6) 2008. He also had surgery on (B)(6) 2009 and (B)(6) 2012. The patient experienced pain, adhesions, re-herniation, scarring, infection, mesh migration, and lack of incorporation.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced pain, adhesions, re-herniation, scarring, infection, mesh migration, lack of incorporation, seroma, abdominal pain, constipation, and difficulty moving bowels. Post-operative treatment included lysis of adhesions, hospitalization, drainage of seroma, and IV antibiotics.

Manufacturer narrative:
Additional information: a4, b2, b5, b7, g1, h4, h6 (ime, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced pain, adhesions, re-herniation, scarring, infection, mesh migration, and lack of incorporation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.